Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) values displayed as "low"; however, specific value was not provided. Customer took corrective action by consuming juice and glucose candies. A pump log review was performed, and it was found that the customer was stacking insulin by overriding the boluses.